Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states kidney disease, toxicity. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware that a user of the rep dream station auto CPAP had states kidney disease, toxicity. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were 2 errors found and secondary findings were observed. The third-party service center concludes that they couldn¿t confirm the customer's allegation and there was no visible foam degradation. Box h: evaluation method code grid, evaluation results code grid and conclusion code grid was updated.